Event description:
It was reported that the anesthesia workstation failed the flow transducer test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The field service engineer investigated the anesthesia system at the hospital. The received service report states that that the n2o gas module was found defective. The n2o gas module was replaced, functional tests were carried out and and the equipment was returned for clinical use. The gas module has not been returned for investigation and the device logs have not been available the root cause has not been determined.

Event description:
Manufacturer's reference #: (B)(4).